Event description:
The customer reported the ventilator would not operate on battery and alarmed. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturer's service technician confirmed the reported issue. The service technician reported there was intermittent operation of the battery during evaluation. The service technician reported the pins on both the battery connector and power harness had been pushed in causing a loss of contact. The service technician replaced the power harness and battery to complete the service. Review of the device diagnostic history noted occurrences of power issues that indicated the ventilator shutdown while in normal ventilation mode. Applicable final testing was performed and tests passed to operating specifications.

Manufacturer narrative:
Power harness.